Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricle (lv) lead due to dislodgment. The physician suspected the dislodgment was due to the anatomy of the patient. A revision procedure was performed; however, the lv lead was unable to be repositioned due to the anatomy of the patient. The lv lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a compete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.